Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, failure to capture and failure to sense was observed on the right ventricular (rv) lead. A different rv lead was used and successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.